Manufacturer narrative:
Correction made to d4: lot: h24l12029 (previously submitted as h24c12029). Correction made to d4: expiration date: 12/12/2029 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4). Correction made to h4: device manufacture date: 12/12/2024 (previously submitted as ni). Additional information was added to d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed, and no issues were observed. Torque engagement testing was performed and the engage and disengage force to open and close the twist sleeve was acceptable. The twist clamp was able to close completely. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was too tight and could not be closed. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.